Event description:
I received a phone call last night from lead tech at tgh. The catheter was stuck in the pim. I instructed him to power down the system and remove catheter once system was off. I watched via facetime and instructed them on how to remove catheter.

Manufacturer narrative:
The site reported the catheter was stuck in the pim. The user powered down the system and removed the catheter with guidance. Logs indicated symptoms consistent with a failed catheter, likely due to buckling, causing the pim jaws not to remain fully forward and making catheter extraction difficult. The complaint is confirmed.